Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive data review but not during functional testing. The secondary complaint that the driveshaft would not rotate was confirmed during functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to a sticky clutch plate. The sticky clutch plate is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This might have caused difficulty for the user to pull up the lifeband completely prior to turning the device on. During visual inspection, the front enclosure was observed to be cracked in the front-end area and the top cover was observed to be cracked at the lcd panel. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure and top cover were replaced to address the damage. A review of the archive data showed the device displayed multiple (ua) 45 around the reported event date. The lifeband straps were not pulled up completely prior to turning the device on. The autopulse platform passed the initial functional test. The encoder driveshaft had been rotated back to its home position before return for evaluation. However, the encoder drive shaft did not rotate smoothly and showed signs of binding and resistance. The clutch plate was deburred to remedy the customer's complaints. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the (ua) 45 error message because the driveshaft would not rotate. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.